Event description:
Bard peripheral vascular had shipped in new consignment to cath lab. When the product arrived, we noticed the label on the box was peeling off. When we looked at the label, we noticed that a new sticker with a new expiration date was placed over an old sticker with an expiration date of over a year ago. Three new stickers had been placed over old stickers. The inner package holding sterile product was sealed but the outer packaging was opened.